Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: "hi" (>600 mg/dl, mobile system) and 54 mg/dl (aviva system). No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).